Event description:
Journal article received: open distal femur fractures treated with lateral locked implants: union, secondary bone grafting, and predictive parameters; david p. Barei, md, frcsc; daphne m. Beingessner, md, frcsc; orthopedics; (2012) 35: e843-e846; reported: a retrospective study performed between 2001 and 2004 of 23 men and 11 women with average age of 45 years who sustained a supracondylar intercondylar fracture of the distal femur. Average follow-up was 13 months. Thirty three fractures were treated with synthes device, less invasive stabilization system (liss), and three were treated with synthes device, locking condylar plate (lcp). Results included two nonunions; both patients were successfully treated with revision plating and bone grafting. The authors concluded that fixed angle screw - plate implants may decrease the need for bone grafting while maintaining alignment. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on unknown screw, part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.